Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with minor scratched display window, broken reservoir tube lip, missing o-ring and cracked reservoir tube.

Event description:
Customer's mother reported that the insulin pump was cracked at the top of the reservoir compartment. The blood glucose reading was 86 mg/dl. She was unsure of how this damage occurred. Nothing further was reported.